Event description:
It was reported via the customer that during a surgical procedure, the bur broke in the attachment. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
D4: the lot number reported initially was 1926017, the corrected lot number is 19262017.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via the customer that during a surgical procedure, the bur broke in the attachment. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported via the customer that during a surgical procedure, the bur broke in the attachment. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.